Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and verified that the tubing had separated from the outlet port. Further examination showed there to be no residual solvent bond present. Based on the investigation, it was determined that the cause was related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set came apart from the IV site causing solution and blood leak. This occurred during patient use in the intensive care unit. There was no patient injury or medical intervention associated with this event. No additional information is available.